Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 521 mg/dl, 316 mg/dl, and 197 mg/dl. Customer noticed that the strips did not fill completely with blood with testing. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.